Event description:
It was reported that during unpacking for a drainage procedure a guide wire tip detachment occurred. After a 75cm .035 amplatz ss guide wire was removed out of the shipping box and opened it was noted that approximately 4cm of the guide wire tip was detached. No patient contact occurred. The procedure was completed with another of the same device.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).